Event description:
It was reported that a patient underwent a brachioplasty procedure on (B)(6) 2023 and barbed suture was used. The barbed suture snapped on two separate occasions during skin closure. Firstly, once they had closed the incision and were wiping over it, some of the incision re-opened. Secondly, during repair of incision with another barbed suture, whilst pulling through the incision at initiation, the needle snapped away from the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what do you mean by " two separate occasions"? Did this issue occurred in one single procedure or it occurred in multiple procedure? This happened in just the one case with x2 sutures. Could you please clarify if the patient suffered from any signs or consequences due to the issue? The patient suffered no consequences. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-02169. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.